Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include electrical problems like: electrical/electrical component; open circuit; short circuit; signal loss, interoperability problems like: wired communication, material problems like degradation, mechanical problems like stress; fatigue; mechanical shock; wear and tear. Software problems such as erroneous data transfer. These causes can occur between components such as the circuit board; socket; connector pin; electrical cable; electrical lead/wire; and connector/coupler without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source does not recognize devices of the 185 and 190 series during setup for an unspecified procedure. There were no reports of patient harm.